Event description:
Spontaneous. Pt called to report she has gotten "no disposable, pump wont run" with both her pumps (sn (B)(4) and sn (B)(4)). She got the first error overnight and patient switched pumps and cassette and received the error again and switched pumps and got the error again. Author advised the likelihood that both pumps fail in the same way is pretty low and its more likely there is a cassette issue since she is having same issue with both pumps. Total of 2 cassettes failed. Advised pt to switch to new cassette and we would be sending a replacement pump as a precaution and #4 cassettes. Pt will be sending one pump back and will contact pharmacy if pump issue continues with the alternate pump. Fault occurred while in use. Fault did not cause injury. Device available for investigation. Unknown if cassette available for return. Device being replaced. Patient has backup device. Able to continue infusion. Infusion is life sustaining. Resolved. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available to be returned for investigation? No; did we replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.